Manufacturer narrative:
Per the tandem user guide - do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you deliver an insulin amount that is too high or too low, this could cause hypoglycemia (low bg) or hyperglycemia (high bg) events. You can always adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level resulting in a seizure. Reportedly, the customer delivered too much insulin via a bolus for the amount of carbohydrates consumed. Customer required assistance from parent to treat bg level via a glucagon injection. Additionally, emergency medical services were also called, however, no additional treatment was administered. In response to the event, contact assisted customer in programming a lower max bolus amount. The customer was instructed to consult with healthcare provider regarding bg level.